Manufacturer narrative:
Bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples. All tubes were within specification limits, with no issues identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported by customer that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.